Event description:
It was also reported that the ventricular lead had decreasing impedance. It was also reported that programming was done, switching settings to unipolar from bipolar. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.